Event description:
Reporter states a (B)(6) year old female pt with an 11 year history of bilateral wet circumferential venous ulcers, had fairly static wounds with a routine dressing regimen of atrumen na primary, aquacel secondary and yellow line bandage layer with 2x a day dressing changes. In late (B)(6) 2013, the aquacel dressings were replaced with aquacel extra dressings and the dressing change regimen was changed to x1 a day. Over a 2 to 3 week period the wounds deteriorated. The aquacel extra dressings were regularly completely saturated except for small areas at the dressing edge change so the exudate was not successfully managed. The visit schedule was changed back to x2 visits daily by the end of this period. By (B)(6) 2013, when the wounds looked slightly necrotic at the edges the aquacel extra was replaced with drymax pads in the usual regimen (atrumen na, drymax and yellow line bandage) with x2 a day visits for dressing change. On (B)(6) 2013, the drymax pads which had been accidentally applied without the atrumen na had adhered to the wound beds on both legs and had to be soaked off. Prontasan solution soaks were commenced at dressing change and the necrotic tissue resolved by autolytic debridement. The legs are currently dressed with atrumen na, drymax pads and a yellow line bandage layer. The wet circumferential wounds are now reverted to normal for this pt, although the wounded area has extended.

Manufacturer narrative:
The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specs at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. Based on the available info, this event is deemed a serious injury. No add'l info has been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on september 19, 2013.